Event description:
During an abc removal case, a screw would not come out. Surgeon tried using the locking instrument (fj828r - device2) to remove the locking screw and the instrument broke, after the screw was free, spinning surgeon tried the extraction instrument (fj829r - device 1). It broke as well. All pieces were retrieved. The pt did not suffer any complications as a result of the alleged failure.